Event description:
When attempting to use a ligasure tissue electrode for a procedure, it was discovered that the device wouldn't work. It was brought to risk management's attention after this event that the product not working had occurred previously. A new product was opened and used to complete the procedure.